Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was alarming watchdog timeout. Customer could not clear the alarm and removed the battery for two hours but stated that when inserting a new battery, the device did not return to normal. The insulin pump passed the selftest. The customer was unable to clear the alarm and reverted to back up plan. It was advised that the device would be replaced and was agreed to return the product for analysis.